Event description:
It was reported that during follow-up, it was noted that the left ventricular lead exhibited elevated thresholds. The device was reprogrammed and the patient was stable upon further follow-up on (B)(6) 2015.

Manufacturer narrative:
(B)(4).